Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for diabetic ketoacidosis. The mother states the hospitalization was not due to the pump, but the customer having forgotten to put pump on for four hours. The customer's blood glucose level at the time of incident was 172mg/dl. The customer states that half the screen is visible and the other half was not. Troubleshoot was conducted, and the customer was not able to remove the battery cap. The customer was advised the pump would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display anomaly during test noted. The insulin pump passed displacement, self test and all current test. However, the insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot, broken belt clip slot and cracked battery tube threads.